Event description:
It was reported that the balloon ruptured. The 85% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. A 4.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The device was removed normally, and no complications were reported. The patient was stable.